Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.26cm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal neck diameter is 27mm and 28.3 immediately above the aneurysm. The proximal neck length is 15mm. The right common iliac is 9mm in diameter. The left common iliac is 9mm in diameter. During the index procedure the physician partially deployed the distal end on the contra limb into the 16fr sheath. The sheath was another manufacturer's device and it was not radiopaque; therefore, the physician did not notice until the delivery system got stuck on the way out. The physician had to use greater force and tugging to get the sheath and delivery system out. While pulling the device out the contra limb was pulled out of the gate. The patient lost blood while the physician was pulling on the sheath. The physician decided to add another limb in order to bridge the devices and the procedure was completed successfully. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation results/ conclusion: inherent risk of procedure (endoleak, blood loss, difficult to remove), related to operational context: (user related; interaction with other manufacturer's sheath and previously implanted stent). (B)(4).